Event description:
The subject device was received at an olympus service center for evaluation with a report that there was reduced angulation and free play in all directions. The issue was found during preparation for use. There was no patient or user injury reported due to the event. During inspection and testing, service found the endoscope image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. During inspection and testing, service observed black dots in the image due to damage of the charge coupled device (ccd) unit. The bending rubber (a-rubber) was cut and leaking. The insulation resistance at the distal end did not meet the specifications due to the cut in the a-rubber. The nozzle was damaged and deformed, so the water removal function did not meet the specifications. The distal end cover was dented. The adhesive on the bending rubber was worn and cracked. The image guide protector and suction cylinder were shaved. The suction volume did not meet the specifications due to the damage of the suction cylinder. The instrument channel port was dented. The insertion tube, grip, control unit, switch 1, universal cord, scope connector, light guide lens, were scratched. The scope cover was dented and had discoloration. The universal cord was buckling. The bending angle in the up direction did not meet the specifications due to wear of the angle wire. The bending angle in the down direction did not meet the specifications due to wear of the angle wire. The bending angle in the left direction did not meet the specifications due to wear of the angle wire. The bending angle in the right direction did not meet the specifications due to wear of the angle wire. The up/down knob did not meet the specifications due to wear of the angle wire. The right/left knob did not meet the specifications due to wear of the angle wire. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.